Event description:
It was reported air within the device sheath occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected for use. While the was sheath was in the patient, bubbles were noted inside port of double curve sheath. It was not known if the stopcock was open or closed. The sheath was then removed and bubbles were gone upon reinsertion. The procedure was successfully completed with no patient compilations.